Manufacturer narrative:
Date of event: (B)(6) 2019 date of report: 05jun19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue and replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's green light emitting diode (led) indicator had an illumination failure. There was no patient involvement.